Manufacturer narrative:
(B)(4). The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead (ra) had dislodged. A lead revision was performed. The ra lead was explant and it was noted that helix was retracted. The lead was successfully removed and a new lad was implanted. No additional adverse patient effects were reported.